Event description:
The facility's biomedical engineer reported an infusion pump with a 500 failure code. The hospital was contacted by the baxter service facility and stated they have no record of any patient incident involving the pump since the last baxter service event.